Manufacturer narrative:
Investigation results: device analysis findings: the device was discarded; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there are no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established based on the fact that no lesion details were provided and this device was not returned for analysis the reported event cannot be confirmed. One possibility is that interactions between the device and the lesion anatomy occurred which resulted in the balloon material rupture. Additionally, it is also possible that interactions with other devices used in the patient, contributed to the reported rupture. However, without further details from the procedure a clear conclusion for the reported event cannot be confirmed at this stage.

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the fourth inflation, the balloon ruptured vertically. The device was removed without any problem. The procedure was completed with another of same device. There were no patient complications, and the patient condition was good post-procedure.